Event description:
It was reported that there is an issue were the system's saw blade is no longer on plane when transitioning between cuts. Claims they are having issues with robot. Issue was observed in surgery. Made tibial cut without issue. Made all cuts and went to post lateral condyle. Blade was not on plane anymore. Array may have shifted in space. Robot mounted to bed. All information has been disclosed. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿reported an issue were the system's saw blade was no longer on plane when transitioning between cuts. Claims they are having issues with robot. Made tibial cut without issue. Made all cuts and went to post lateral condyle. Blade was not on plane anymore. Array may have shifted in space. Robot mounted to bed. Surgeon concerned with system accuracy. Fse support and replacement requested". The reported velys array set knee was not returned to j&j medtech orthopaedics for evaluation. However, the investigation performed by the systems team found evidence of array movement. Without the physical device, it is not possible to determine a potential cause at this moment. However, array movement is generally caused by the arrays not being securely attached. According to the instruction for use (IFU-0902-60-022 rev m) the following information is stated in the sections "intraoperative use" and "appendix 1: system troubleshooting": it is critical to have optimally placed and rigidly fixed bone arrays. Movement of the arrays or loosening of the array drill pins will compromise the accuracy of the system. If the verify checkpoint step cannot be completed, please do not continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments. Use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. If the bone array has moved and resections have not started: check that the array clamp is securely attached on the array drill pins; check that the bone array is securely connected to the array clamp; re-acquire checkpoints and anatomical landmarks. Otherwise, proceed using conventional manual procedure. Based on the information retrieved from the event logs, the overall complaint was confirmed. While the cause of the array movement cannot be established, the user should have verified the checkpoint once the resections were measured to be inaccurate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.